Event description:
It was reported that the customer alleged an ongoing issue with the auto-off alarm occurring. Reportedly, customer went to the emergency room (ER) on (B)(6) 2025 and was subsequently admitted to the hospital due to a blood glucose (bg) level of 448 mg/dl. The customer delivered a bolus via the pump prior to the ER visit to address bg and was treated with manual injections while in the hospital. Customer was discharged (B)(6) 2025 with the issue resolved and no permanent damage. Customer continued to use pump for insulin therapy.